Manufacturer narrative:
Please find below the results of our investigation: our investigation into the complaint has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection of the device was performed and did not identify any physical damage on the exterior of the product. A functional evaluation confirmed the complaint issue of difficulty to turn the u.I assembly into the locked position due to corrosion. The ui corrosion issue is a known problem impacting versajet products and is currently being addressed by an open CAPA, we are confident the corrective actions will greatly reduce the reoccurrence rate of this complaint issue. Following the complaint assessment, the unit was sent to our service and repair centre to await further instructions on the repair status/fate of the device. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that hand piece does not lock correctly and it is lost during the procedure. No patient involved.